Event description:
A hospital in (B)(6) reported that during surgery for a distal radius fracture, after repositioning and installing the plate the surgeon chose variable angle mode in a positioning hole. Then he inserted a screw and locked by driver with torque limiter. However this screw in distal row most styloid hole penetrated the plate. He could remove screw through plate hole. But he chose to leave the plate in the patient body. Finally he closed and finished this surgery. He chose fixed mode, he used torque limiter 0.8nm in lock.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.